Event description:
New information received notes the lead also exhibited noise over-sensing that led to inappropriate automatic mode switch. The patient would continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the right atrial lead exhibited low pacing impedance. No intervention was reported. The patient was in stable condition.

Event description:
New information received notes that the lead exhibited low pacing impedance and continued lead noise. The patient will continue to be monitored. The patient was in stable condition.